Event description:
Edwards received information that a 27mm 7300tfxj mitral pericardial valve, implanted approximately seven (7) years, was explanted due to mitral stenosis secondary to structural valve deterioration. The device was originally implanted for mitral valve replacement to correct mitral stenosis and regurgitation. After an implant duration of approximately six (6) years and (6) month, the patient developed heart failure. The device was explanted and replaced with a 27mm 11400m valve with no adverse patient events reported. The patient status was reported as under treatment. The device was returned for evaluation. Upon the valve explant, leaflets sclerosis was observed. Multiple cardiac surgical procedure: aortic valve replacement with a mitroflow valve at implant.

Manufacturer narrative:
The device was returned to edwards for evaluation and is pending evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including dialysis. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
H3. Device evaluation: x-ray demonstrated wireform intact and heavy calcification on all three leaflets. Leaflet 2 had two tears at the cusp area, approximately 2mm and 3mm in length, and calcification was evident at the tears. Edges of the tears did not appear to match up. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 3 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 6 mm at commissure 1 on the outflow aspect. The free margin of leaflet 3 was also rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Wireform was exposed on commissure 1 around leaflets 2 and 3 on the outflow aspect, and around leaflet 2 on the inflow aspect. Sewing ring was cut in multiple areas around the valve and cut off fragments were not returned. H10. Additional manufacturer narrative: customer reports of stenosis and structural valve deterioration were confirmed. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.